Event description:
It was reported that the right-side gauge when it's on negative it sits at 100. Additionally, it also goes pass 300 when turn on to positive. No patient involvement was reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 12/12/2024. Received one device. Visual inspection found no damage, the h-2 pressure chamber "when it's on negative it sits at 100. It also goes pass 300 when turn on to positive". The chamber was tested and found to work as intended, complaint not verified. The chamber sn (B)(6) was replaced and will be scrapped instead of repaired, service history review identified there was no indication that the complaint was related to a service of the device within the review period.